Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips to report the paddles pci is not working properly. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
The customer called into philips to report the paddles patient contact indicator (pci) is not working properly. There was no reported patient involvement / adverse patient impact.

Event description:
The customer called into philips to report the paddles patient contact indicator (pci) is not working properly. There was no reported patient involvement / adverse patient impact.